Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the needle was broken off of the rest of the shaft. The broken piece was not returned with the rest of the device. It is possible that the surgeon leveraged the needle while inside the joint, therefore causing stress on the needle and causing it to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan meniscal repair peek 24 degree deployed the first implant, but while readjusting the device to deploy the second implant, the needle broke. The sales rep stated that the needle and the first implant were removed with a grasper with no debris left in the patient. The sales rep stated that it was the possible torque from the surgeon that caused the breakage. The case was completed with another truespan with no patient harm, but a fifteen minute delay to remove the needle and first implant. The sales rep stated that there was no need for future surgical intervention. The device is being returned for evaluation.